Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported issue "problem at joints" was not confirmed however, corrosion on the angle mechanism was observed and due to corrosion, the bending section cannot be controlled at all. Furthermore, the following defects were identified during device inspection: due to clogging of channel (ch-tube) suction volume does not meet the standard value. Adhesive on a-rubber found detached. Decrease of output light (light guide broken/light guide bundle yellowing/irregularity of the lens). Deterioration or breakage of the adhesive (chemical stress / physical stress). Adhesive around lg lens found peeled. Control unit found sticky due to water leakage. Venting connector under grip has corrosion. Ud plate found sticky. Connecting tube has a dent. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Problem at joints was reported. The issue found during an unknown event. No harm was reported. No patient harm, no user injury was reported. Device evaluation found corrosion on the angle mechanism, bending section cannot be controlled at all (angle locked). This report is being submitted for corrosion on the angle mechanism, bending section cannot be controlled at all (angle locked- deterioration of the angulation mechanism by rust).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the device and corroded the parts related to the angulation function but the cause of the water intrusion could not be specified. Olympus will continue to monitor field performance for this device.